Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 at 5 pm due to high blood glucose level of 700 mg/dl and above 500 mg/dl at the time of the incident. The customer had been using the insulin pump within 48 hours of high blood glucose event. The customer did not mention any symptom related to high blood glucose event. The customer was treated with intravenous drip at the hospital for high blood glucose level. The customer did not allege the insulin pump for under delivery. The customer also mentioned that despite of giving herself insulin the blood glucose levels were not going down. The insulin pump had passed the high pressure test. The insulin pump will not be returned for analysis.